Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a delay in their wound healing. As a result, the patient underwent surgical intervention (B)(6) 2019 wherein the wound incision site was sutured closed. In turn, the patient would be monitored by the physician's staff for three weeks to assess the wound. Therapy was achieved post operatively.